Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
A vyaire technical support ordered a replacement main pcb. An evaluation of the component could be confirmed and duplicated. The main pcb's pt802 has failed. This issue will be internally investigated within vyaire.